Event description:
It was reported that the needle point penetrates through the shield with a bd needle sftygld 25x5/8 rb bns. The following information was provided by the initial reporter: it was reported the needle was bent. Additional information: one photo sample of an introducer needle was returned for investigation. The device is shown without the protective cap over the needle. The needle was observed to be curled horizontally with three sharp bends. The condition of the needle bevel appears to have been caused due to forceful advancement against resistance. The investigation was forwarded to the manufacturing facility for further evaluation.

Manufacturer narrative:
Investigation summary: three (3) photos were provided by the customer for investigation. One (1) photo shows a safety glide assembly which has a bent needle. The needle is wrapped in a circle near the tip of the safety glide assembly. The second (2nd) photo shows a couple of labels providing the product information and batch number. The third (3rd) photo shows a closer view of the non-conforming safety glide assembly. Based on the photos provided by the customer bd acknowledges that the safety glide needle hub assembly in the photo has a needle which has been bent. A needle can be bent during the safety glide hinge assembly process if the needle is already slightly bent or if the hinge assembly pieces are slightly misaligned when they are pressed onto the needle hub. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle point penetrates through the shield with a bd needle sftygld 25x5/8 rb bns. The following information was provided by the initial reporter: it was reported the needle was bent. Additional information: one photo sample of an introducer needle was returned for investigation. The device is shown without the protective cap over the needle. The needle was observed to be curled horizontally with three sharp bends. The condition of the needle bevel appears to have been caused due to forceful advancement against resistance. The investigation was forwarded to the manufacturing facility for further evaluation.